Manufacturer narrative:
The customer¿s report of a possible overinfusion was not confirmed. The event description states that at 0304 on (B)(6) 2018, the patient was receiving d10w at 2.3ml/hr from a 500ml bag. The d10w was started on (B)(6) 2018 at 1022 and was stopped at 0403. The d10w was then restarted at 0642 on a different pump module and a bolus of d10w was given at 0716. The pcu event log has no entries for (B)(6) 2018 and shows the last entry was at 9:32 am on (B)(6) 2018 and then resumes at 6:39 am on (B)(6) 2019. Based on this, it is believed that the devices received are not the devices that were in use at the time of the reported event. The pcu event log shows pump module s/n (B)(4) was programmed to infuse dextrose fluids 2.51-10kg (drugid 48) at a rate of 17ml/hr with a vtbi of 34ml at 7:09 am on (B)(6) 2018 and ran at various rates of 16ml/hr, 14ml/hr, 12ml/hr, 10ml/hr, 11ml/hr, 9ml/hr, 7ml/hr, 6ml/hr, 4ml/hr, 3ml/hr and 2.5ml/hr until the device was channeled off at 2:27 pm on (B)(6) 2018. The volume recorded as being infused during this period was 220.234ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported possible overinfusion was not identified.

Event description:
The customer reported that the patient had a poct blood glucose of 72 at 0525 on (B)(6) 2018, and that it was 451 at 0257 on (B)(6) 2018. At 0304 on (B)(6) 2018 the infant had a whole blood glucose level of 560, and at that time, the infant was receiving d10w at 2.3 ml/hour from a 500 ml bag. The bag of d10w had been started on (B)(6) 2018 at 1022 and was double verified by 2 rns. The d10w was then stopped at 0403. The blood glucose dropped. Then d10w was restarted at 0642 on a different pump module. A bolus of d10w was given at 0716 for a blood glucose of 11(pcot) and 17 (random serum plasma). There was no further harm to the patient. The customer is would like the devices investigated for a possible over infusion.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the patient had a poct blood glucose of 72 at 0525 on (B)(6) 2018, and that it was 451 at 0257 on (B)(6) 2018 . At 0304 on (B)(6) 2018 the infant had a whole blood glucose level of 560, and at that time, the infant was receiving d10w at 2.3 ml/hour from a 500 ml bag. The bag of d10w had been started on (B)(6) 2018 at 1022 and was double verified by 2 rns. The d10w was then stopped at 0403. The blood glucose dropped. Then d10w was restarted at 0642 on a different pump module. A bolus of d10w was given at 0716 for a blood glucose of 11(pcot) and 17 (random serum plasma). There was no further harm to the patient. The customer is would like the devices investigated for a possible over infusion.